Event description:
Procedure: laparoscopic inguinal hernia repair. According to the reporter: patient was undergoing a laparoscopic inguinal hernia repair. Surgeon introduced a dissecting balloon subfascial and expanded it using direct visualization. There was good separation of the abdominal wall components between the muscle and the peritoneum. The surgeon then put in a structural balloon which was insufflated. The balloon ruptured and came apart when attempting to inflate. Product was replaced and procedure successfully completed. No patient injury.

Manufacturer narrative:
(B)(4).